Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced recurrence, bleeding, vaginal scarring, and urinary problems. It was reported that on (B)(6) 2008 patient underwent placement of advantage fit (boston scientific) and mesh removal on (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007.